Event description:
A customer reported experiencing two vitrectomy probes that were not cutting properly during surgery. Both cases were completed using alternate probes. There was no pt harm.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).